Event description:
It was reported, partial catheter rupture during chemotherapy infusion resulting in extravasation. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a powerpicc and one photograph of a patient's arm were returned for evaluation. An initial visual observation of the photographs showed a circumferential split in the catheter tubing. However, there were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, partial catheter rupture during chemotherapy infusion resulting in extravasation. No other information was provided.